Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly, ars syringe, introducer needle, and dilator for evaluation. The returned dilator was visually examined with and without magnification. Visual inspection revealed signs of use as there was biological material present on the exterior of the dilator. Visual inspection also revealed that the tip of the dilator was damaged and folded. The tip also contained white regions indicating the dilator had been exposed to stress. The total length of the dilator from the hub to the distal tip was found to be within specification. The outer diameter of the dilator was also found to be within specification. A device history record (DHR) review was performed with no relevant findings to suggest a manufacturing related issue. The instruction booklet provided with the kit describes an insertion procedure including the step to enlarge the cutaneous puncture site with the cutting edge of a scalpel prior to dilating. Visual examination of the returned dilator confirmed that the dilator tip is damaged. The tip was folded and had white stress marks, which are characteristics of the dilator encountering resistance during insertion. Based on the condition of the sample as received and the appearance of the tip, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the dilator tip part was split while the md was performing the procedure. The md did not use the device. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator tip part was split while the md was performing the procedure. The md did not use the device. Another device was used to complete the procedure.